Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. Investigation summary: customer returned (13) 1cc, 8mm, 31g syringes (3 in an open poly bag, 10 in a sealed poly bag) from lot # 2164179. Customer states that liquid comes out of the syringe. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples. However, a small, clear droplet of material came out of the cannula of 1 syringe from the open bag and 3 out of 10 samples from the sealed poly bag when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2164179. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure (excess silicone). There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding some syringe with a liquid coming out of needle when plunger is moved.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding some syringe with a liquid coming out of needle when plunger is moved.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.